Manufacturer narrative:
Upon further review, medical device problem code updated. Section g1 updated contact information.

Manufacturer narrative:
The evaluation of complaint data for the product and likely cause architect hbsag lot 25006fn01 identified normal complaint activity and there are no trends for the product related to patient results. No customer returns were available for evaluation. To evaluate the historical performance of the reagent lot, worldwide field data was reviewed. The median population result for the lot was comparable with all other lots in the field. Therefore, no unusual reagent lot performance was identified. A review of the manufacturing documentation did not identify any issues associated with the customers observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified for architect hbsag (lot# 25006fn01).

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.this report is being filed on an international product, list number 6c36 that has a similar product distributed in the us, list number 4p53.

Event description:
The customer reported a (B)(6) architect (B)(6) result on a patient. Results provided: (B)(6) 2021 sid (B)(6) initial = 0.01 iu/ml, repeat also (B)(6). Other test results provided: (B)(6) and (B)(6) are both (B)(6). No impact to patient management was reported.